Event description:
Per the clinic, the patient was taken to the o.r. (B)(6), 2013 for a sedated "eabr" with nerve block in an effort to obtain potential auditory responses.

Manufacturer narrative:
(B)(4). Implanted device remains.